Event description:
During procedure in or, phacoemulsification machine was not functioning properly. It was found that the phaco hand piece had been plugged into the wrong connector. During this cataract surgery, the back wall of the eye was punctured, requiring a second surgery to correct problem. Incident felt to be caused by user error in operating the machine incorrectly and physician's unfamiliarity with the machine. It has been determined that there are 2 different handpieces used with the phacoemulsifier. Either handpiece can be plugged into either port, but if the wrong handpiece is plugged into the wrong port, the unit will not operate properly. There was no equipment malfunction in this incident. The inoperable equipment can be attributed to user error.